Event description:
It was reported that the usb cable was not charging pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed the ubs cable to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.